Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was of 579 mg/dl. At the time of incidence. Customer was treated with insulin drip for high blood glucose level. Customer experienced sweaty and goofy like symptoms for high blood glucose level. Customer was assisted to troubleshooting for high blood glucose level. Customer reported that the insulin was automatically delivered by auto mode. The insulin pump will not be returned for analysis.